Manufacturer narrative:
The insulin pump passed the displacement test, self test and unexpected restart error test. All operating currents are within specification. Low battery alarm and off no power alarm functioned properly. The insulin pump was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor resistor. Analysis was unable to perform the occlusion test and excessive no delivery test due to prime and fill anomaly. The motor passed motor test. The low reservoir alarm functioned properly. The insulin pump had a scratched display window, cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received a motor error alarm. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.